Event description:
The patient started the treatment on (B)(6) 2012, and developed the symptoms of difficulty in breathing on the same date ((B)(6) 2012). The patient reported the symptoms to the doctor on (B)(6) 2012. The patient indicated that additional medical attention (specific information was not provided) was required to alleviate the reported symptoms. No additional reports were provided. The treatment was discontinued on (B)(6) 2012. The treating doctor believed that symptoms are consistent with anaphylaxis and considered the event was serious or life threatening to the patient.

Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. The event is being filed as an MDR, because of the treating doctor believed the symptoms were consistent with anaphylaxis and that the event was serious in nature or life threatening to the patient. No evidence has been provided that supports or opposes the fact that the invisalign products caused or contributed to the patient symptoms. Based on the treating doctor's opinion and the potential anaphylaxis, and since the invisalign product was being used at the time the reported symptoms, an MDR is being filed.